Event description:
It was reported that the patient was already being taken care of in the coronary care unit (ccu). It was discovered that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made to address the issue. The patient condition was reported to be awful since they have covid 19 and they're in the ccu.